Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported pt had a powerpicc double lumen placed. District nurse noted when trying to flush one of the lumens that it was leaking and fractured. PICC line pulled as per infusion services. No injury reported.